Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified in-stent restenosis in the mid right coronary artery. A 3.5 x 8.0 mm nc traveler balloon catheter was advanced for post-dilatation and met resistance with the implanted stent. During the first inflation at 6 atmospheres the balloon ruptured. Therefore, the device was replaced with an unspecified stent delivery system to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.